Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir compartment is broken and taped in place. The customer's blood glucose level at the time of incident was 45mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.